Event description:
It was reported that the patient came to emergency room with altered mental state and increasing blood pressure. It is uncertain if the pump was shut off in the emergency room. The pump was infusing morphine.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, lot# n195001001, implanted: (B)(6) 2009, explanted: unknown. (B)(4).